Manufacturer narrative:
The balloon seeker instrument (listed as concomitant on the initial MDR) used during the reported incident was returned to the manufacturer for analysis. The balloon seeker was connected to a test system with the accuracy application. Navigation and accuracy were found to be normal. The tool remained in green status for a 24 hour burn-in test. The seeker passed the accuracy test with an error of 1.994mm. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for balloon seeker 7x7mm. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the site informed that patient exams had been deleted from the navigation system, and patient archives would not be available for software investigation. (B)(4) 2015 - software analysis completed, however, was unable to determine probable cause with the information provided. A system check-out was performed on this navigation system prior to this procedure, on 09/24/2015, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, during an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy while using the maxillary nuvent balloon in the left maxillary. The inaccuracy was alleged to be approximately 3 millimeters. In trouble-shooting, the medtronic representative noted it was believed metal interference was not the issue. A second balloon was used to continue the procedure without issue, navigation was deemed accurate. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.